Event description:
A caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. The issue occurred a day prior, and the caller resolved it by changing the patient's cartridge and resuming insulin administration, with no need for further action.